Event description:
It was reported that the user experienced intermittent difficulty attaching the cartridge to the pump connector, with some cartridges seating properly while others did not, and replacement connectors and cartridges were provided for troubleshooting. Symptoms included no reported clinical effects, alerts, or alarms. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included customer troubleshooting and education. Investigation of this case revealed a suspected connector-to-cartridge fit issue consistent with a device connection/assembly problem localized to the connector and cartridge interface. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate but consistent with user-device interface variability or component fit variability.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.